Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection revealed signs of damage to the threads of both the returned parts. Damage to threaded portion of instruments is indicative of misuse or heavy use. Misuse could have preceded this case or followed complications of this case. The mating nail was not returned making it impossible to determine if the nail was also damaged or contributed to damage of the instrument. Because of the limited information about when the instruments damage occurred, this complaint is indeterminate from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Consultant reports: during a femoral nail removal procedure, the surgeon was attempting to remove the femoral nail with the extraction screw 357.133. The threads became stripped and would not engage the nail. The surgeon tried with a second extraction screw, and again the threads became stripped and would not engage the nail. The surgeon then used a competitor's universal nail removal tool, and was able to complete the case. No fragments were broken into the wound, nothing to retrieve, no extension of time for the procedure. This is 1 of 2 reports for this event, complaint (B)(4).